Event description:
Mycobacterium chelonae-abscessus infection of peritoneal dialysis exit catheter. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2018. Diagnosis or reason for use: peritoneal dialysis.